Event description:
The shock impedance of this lead was out of range. It is believed the issue is related to a set screw. During the procedure it was noted the svc set was not tightened properly. The lead was disconnected and values were checked. This showed expected values. The lead was reconnected to the device. Testing through the device showed normal range values.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.